Manufacturer narrative:
H.6. Investigation: bd received two 24 gauge insyte autoguard units from lot 1025746 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that neither unit was bent, one unit had fully retracted while the other remained un-retracted. However, there was a small cut in the catheter tubing of one of the units indicative of the needle piercing through the catheter tubing. The needle tips were inspected and found to be dull/blunt on both units. Next, they were inspected microscopically to detect any possible damage. The tips were found to be damaged and out of product specifications. It was determined that this cut was causing the unit to appear bent. Based off the visual inspection the engineer was unable to verify the reported issue of needle bent. Unfortunately, a definitive root cause could not be determined because the device appeared to have been used. The engineer noticed that the needle had pierced through the catheter tubing of one of the units. Based off the visual inspection the engineer was able to verify the reported defect. However, the device appeared to have been used with traces of media inside the tubing. This indicated that this was most likely not a manufacturing defect as if the unit was received in this condition it would have been unable to be used.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was damaged. The following information was provided by the initial reporter: it was reported that customer is having issues with catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard yel 24ga x .75in catheter was damaged. The following information was provided by the initial reporter: it was reported that customer is having issues with catheter.